Event description:
Caller reported compact plus system blood glucose result of 500 mg/dl. Customer did not have symptoms of high blood sugar. Customer's wife called paramedics. Paramedics arrived about 5 minutes after reading of 500. Paramedics took blood sugar on their meter and result was 200 mg/dl. Paramedics informed customer no treatment was needed, reading was normal, and left. In a separate incident, caller reported compact plus system blood glucose result of 40 mg/dl. Customer's wife called paramedics and was informed to give customer orange juice. Customer did not have symptoms of low blood sugar, was able to drink orange juice on his own. Paramedics arrived about 5 minutes after reading of 40 and got reading of 140 mg/dl on their meter. Paramedics informed customer reading was normal and treatment was not needed and left. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.